Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels. The customer stated that she called paramedics when her blood glucose reading dropped to 40 mg/dl, and then she suspended her insulin pump. It was unknown if the customer was treated by paramedics. The customer's blood glucose readings eventually went up to 55 mg/dl and then 76 mg/dl after treating with food and drinks. Nothing was replaced or returned.